Manufacturer narrative:
The reported malfunction was observed, and attributed to the main switch assembly.

Event description:
Complainant alleged that during biomed testing, the device would not go into pace mode and does not charge to the set energy level. Complainant indicated that there was no pt involvement in the reported malfunction.